Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse reported that the customer ordered parts for the repair and the facility's biomedical engineer will be completing the repairs once parts are received. If additional information is provided a supplemental report will be submitted.

Event description:
While a getinge field service engineer (fse) was onsite performing a field action, the cs300 intra-aortic balloon pump (iabp) display was unreadable upon power up. There was no patient involved during this event. No adverse event was reported.